Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as "digestive trouble with food". The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(46). Additional information: thirteen days prior to the receipt of this report, the patient was discharged from the hospital and was recovered that same day from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.